Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was almost at eri (elective replacement indicator) and was implanted in the patient for less than three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.